Manufacturer narrative:
Concomitant medical products: w3dr01 pacemaker, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complete heart block and episodes of dizziness, but did not lose consciousness. The right ventricular (rv) lead was reprogrammed as a result and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.